Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the left main trunk. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft fractured. The procedure was completed with another of the same device. No patient complications and the patient status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. A hypotube break was noted at 78.6cm distal to the distal end of the strain relief. Multiple kinks were also noted. Tip showed no signs of tip damage. The shaft polymer extrusion showed no kinks or damages. A hypotube break was noted at 78.6cm distal to the distal end of the strain relief. Multiple kinks were noted in various locations along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the left main trunk. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft fractured. The procedure was completed with another of the same device. No patient complications and the patient status was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the left main trunk. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft fractured. The procedure was completed with another of the same device. No patient complications and the patient status was stable.